Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, severe bleeding happened through the staple line on renal artery. The surgeon noticed the bleeding happened with the first firing reload which already packed loaded with the stapler and no marked bleeding happened later with the second firing reload on the renal vein. To correct the issue, they changed the case to open surgery to stop the bleeding with sutures.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.